Event description:
During an initial implant procedure, the stylet was not able to advance to position the right ventricular (rv) lead. While attempting to reposition the lead, the helix would not retract. A new lead was used to resolve the event. The patient was stable.

Manufacturer narrative:
The reported events of helix mechanism issue and inability to advance stylet were confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. The lead was returned with the helix partially extended and clogged with dried blood. After cleaning, the helix could be extended and retracted by applying torque to the connector pin. The measured full helix extension length was within specification. The cause of helix mechanism issue was isolated to the helix being clogged with dried blood. A stylet insertion test found obstruction/restriction at the proximal region of the lead. Visual and x-ray examination did not find any anomalies at the stylet obstruction region. Additional analysis was performed and the inner coil at the stylet obstruction region of the lead found excessive dried blood inside the inner coil. The cause of inability to advance stylet was isolated with dried clogged blood inside the inner coil.